Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) discovered the issue during testing and verification of the gas system. He replaced the defective o2 sensor. The unit operated to manufacturer's specification. The suspect part was returned to the manufacturer for evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen (o2) analyzer failed multiple calibration attempts. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor cartridge to operate as intended. There were no flow discrepancies observed throughout the evaluation. The pst reviewed the error message experienced by the customer and found it to be a known error message displayed when the voltage to the o2 analyzer is too high or too low. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.